Event description:
The customer contacted beckman coulter inc. (Bec) in regards to receiving discrepant results between their two unicel dxi 600 access immunoassay system for bhcg on two patients' samples. The discrepant results were not reported out of the laboratory and the customer stated there was no death or injury to patient requiring medical intervention or change to patient treatment attributed or connected with this event. The samples were repeated on an alternate unit. All of the sample results were positive and outside the customer's acceptability criteria were obtained. The customer did not provide sample collection, centrifugation, or system check information. Two levels of qc are run daily and qc recovery had shifted 1sd high since calibration on (B)(6) 2011; however, it was within the customer's established ranges. On (B)(6) 2011, a bec field service engineer (fse) performed the following actions: adjustment to reagent pipettor #2 and to the dispense probe plate. High sensitivity (hs) system check that failed the no foam portion. Adjusted the reagent pipettor #2 alignments and changed the duckbill. Checked all the perturbing and fittings. Reran hs system check and all portions passes within specifications carryover test which passed within specifications verified repairs per established procedures. No root cause was determined for this event.